Event description:
It was reported that the during pulse generator interrogation, measured data of 2.56 v, 7 ua and 23 kohms was obtained, then an error message displayed. After the error message, further communication with the device could not be established. The pulse generator was explanted and replaced.

Event description:
It was also noted that the pulse generator was at elective replacement indicator (eri).

Manufacturer narrative:
Na